Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned photo sample noted one opened (no original packaging), in use center entry bag. It was noted that the inlet tubing of the bag had kinked right before the anti-reflux valve at the top of the bag to less than half the original diameter if the tubing. The device specification could not be found as the product identity was unknown. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be poor package fit (pinch points, loose). The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the drain bag tubing kinked, and caused a restricted flowrate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the drain bag tubing kinked, and caused a restricted flowrate.